Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report from the us stating the device the foot pedal was damaged after being dropped from the cart during pre-test. The device was not used in surgery. It is unknown if there was a delay in surgery. No additional information available.